Event description:
Distributor on behalf of healthcare professional reported "rupture" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor on behalf of healthcare professional reported "rupture" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.